Event description:
It was reported that the patient received multiple inappropriate shocks due to short ventricular tachycardia (svt). The device initially withheld therapy based on svt criteria. There was changing of p-r intervals through the episode. It was also reported that the patient has since had an ablation procedure. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.